Event description:
The customer reported insulin leaking past the reservoir o-rings. The customer filled a new reservoir with insulin during the call, and again, insulin leaked. Advised the customer that the reservoirs would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.